Event description:
It was reported that high impedance was observed. The lead was explanted and replaced. However, high impedance was still present on the device with the new lead attached. Device was explanted and replaced. All measurements were within range.

Manufacturer narrative:
Please delete this report, MFR number 2017865-2011-07309 as this event and device were previously reported on the (B)(6) 2011 report, under MFR number 2017865-2011-06000.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.